Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2011, a customer contacted roche diagnostics and reported she was treated by her son for issues related to diabetes. The customer reported that on (B)(6) 2011 as she was driving home, she felt like her blood glucose was low. Customer's sensor on her insulin pump gave a reading of 374 mg/dl. When she got home twenty minutes later, she tested on her accu-chek aviva meter and had a reading of 20 mg/dl. Her son recognized the hypoglycemia symptoms and got her a glucose beverage. Customer stated she was not able to get the glucose solution or juice, was not capable of self - treatment. The customer uses a medtronic insulin pump. The medtronic insulin pump mentioned is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).